Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic rectum extirpation abdomino-perineal resection (apr) procedure, the instrument connected to the sterile interface module (sim) on the arm repeatedly lost connection with the hugo system. Despite multiple interruptions, the surgical team proceeded with the procedure. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic rectum extirpation abdomino-perineal resection (apr) procedure, the instrument connected to the sterile interface module (sim) on the arm repeatedly lost connection with the hugo system. Despite multiple interruptions, the surgical team proceeded with the procedure. There was no patient injury.

Manufacturer narrative:
H2) additional information: d10, h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs showed an instance of an error code for 'greater than sixty seconds without instrument communication' for the arm cart assembly. This error code indicates an instrument detection error associated with an instrument and sterile interface module (sim) connectivity issue. This indicates that the instrument did not reach calibration point on the arm cart. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument and sterile interface module (sim) connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.